Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted: (B)(6) 2014 lead integrity alert (lia) alert for high rate nst events and sic counts; also triggering rv lead noise warning. Beginning the week of (B)(6) 2014, rv pacing impedance spiked from 456 ohms to 2375 ohms. Sensing integrity counts (B)(4) beginning (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).